Event description:
The customer reported that while the unit was in use, the unit displayed a "system failure, code#120" message. The pt was swithced to another unit and therapy was continued. No pt injury was reported.